Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a portion was not returned. The device was tested with a generator and all buttons were functional. There were no anomalies or alert screens noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It could not be determined why the device reported an early att tone. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the doctor was using the device on the uterine arteries near the pedicle close to the uterus. The advanced hemostasis mode was running about twelve to thirteen seconds then unit reverted back to att mode. The vessels had not yet transacted. He continued in att mode and the vessel transacted after about sixteen to twenty seconds. When he stopped to inspect the transaction, he noticed the tissue pad was approximately 90% burned through. The procedure was completed using same like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.